Event description:
Per the clinic, the patient experienced maceration at the abutment site and was prescribed oral antibiotics (date not reported). The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.

Manufacturer narrative:
(B)(6). Correction: the correct catalog # is 93331; not 93329 as previously reported. The implanted device remains.